Manufacturer narrative:
UDI: (B)(4) lot/serial number was not provided by the customer; therefore, only a partial UDI is known. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated a (B)(6) architect (B)(6) ag/ab combo result was generated on a patient sample. The architect (B)(6) ag/ab combo (B)(6) result was sent to the physician and the sample was sent for confirmatory testing. The unconfirmed (B)(6) result was reported to the patient who then attempted suicide. The confirmation test was (B)(6). No additional information regarding the patient was provided. The account and the abbott customer support specialist discussed the interpretation of final result section in the architect (B)(6) ag/ab combo package insert which shows a final (B)(6) result is "presumptive evidence of (B)(6) p24 ag and/or (B)(6); perform supplemental confirmatory assay(s)". The account understood the package insert and stated the (B)(6) counselors will continue to receive preliminary results prior to confirmation but will be further trained in how to explain the results to the patient.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
As the (B)(6) lots used by the customer are not known, the instrument file of (B)(6) 2016 from architect i1000sr serial (B)(4) was reviewed. According to the instrument file both (B)(6) lots 60018li00 and 62996li00 were used in the specified timeframe. Additionally, according to the instrument data there is no indication that the specificity of the (B)(6) lots is affected. The (B)(6) control was always well within specification far away from the upper specification limit. A retained (B)(6) of both lots was tested in a specificity setup. Results of this setup did not implicate that the specificity performance of the lots is (B)(6) impacted. The (B)(6) showed normal performance without (B)(6) results. Therefore (B)(6) lot 60018li00 and 62996li00 are performing acceptably. Further investigation had been performed regarding the specificity performance of the assay lots used within the last year from an analysis of architect i1000sr serial (B)(4) instrument data. The review of the manufacturing history and the customer release test results of these instrument data lots was performed. No suspicious results were identified that could be attributed to an increased (B)(6) rate. Review of the complaint records for these lot numbers did not identify a problematic complaint activity regarding specificity issues. Furthermore review of our complaint tracking and trending data with regards to the customer observation did not reveal any related trend. A review of field data for the (B)(6) assay of the last year, including results for (B)(6) patients was reviewed. No upshift over the time could be observed for the median (B)(6) population for (B)(6) lots. Further no suspicious results for the reagent lots used in the customer laboratory could be observed. Additionally, the (B)(6) rate of the (B)(6) assay was reviewed and no upshift of the initial and repeat (B)(6) rate was identified. A review of the product labeling concluded that the issue is sufficiently addressed. According to the package insert of the (B)(6) assay, a repeat (B)(6) result is only presumptive evidence of (B)(6), which requires confirmation of a supplemental assay. Abbott customer support educated the customer regarding the interpretation of results section of the package insert as the unconfirmed (B)(6) result was reported to the patient prior to obtaining the confirmatory testing results. No issue for the assay could be identified. Based on these data the performance of the (B)(6) lots used by the customer is acceptable.